Event description:
Pmda (pilgrim) complaint baxter UK reported a cassette leak during priming. Per follow up received from international affiliate, the leak happened a couple of times. The first time the leak occurred, the home patient stopped therapy, and went to the clinic. The patient was given antibiotics as a precaution. The homechoice alarmed "reload set". As the leak occurred at the pump part of the cassette, the homechoice machine was not thought to be the cause of the leak. The home patient is still using the homechoice machine. The second time the leak occurred, the patient stopped therapy, and resumed therapy with new cassette. No patient injury was indicated in the initial report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 23 2007.